Event description:
It was reported that pump quick bolus and wake button did not function as expected, and customer experienced extreme difficulty turning on pump screen, often needing multiple presses. There was no adverse impact to the customer's blood glucose level. Technical support instructed customer to ensure pump was not connected to power and to press center of button firmly while supporting bottom of pump, and assisted with removing pump from case. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.